Event description:
It was reported that, "during the tha, when the surgeon was using the acetabular reamer, the crisscross dissociated from the main body."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.